Manufacturer narrative:
H10: a field service engineer (fse) went onsite and replaced the flow sensor assembly to resolve the issue. The fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1:reporting address line 1: (B)(6)reporting address state: (B)(6)reporting address postal: (B)(6)reporting institution phone #:(B)(6)reporter phone #: (B)(6)

Event description:
Philips received a complaint by the customer on the v60, indicating that the co2 alarm was repeating. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their co2 alarm was repeating. The rse advised the customer a replacement of the flow sensor assembly should be completed in an attempt to resolve the issue. Repair is pending.